Event description:
A pt underwent an uneventful graft implant procedure. Upon closing the pt experienced diminished pulses in the left leg distal to the graft. It was determined that an embolism had traveled down to the popiteal artery. A cut down was performed to remove plaque from the artery. Blood flow was restored to the pt's leg, and the pt is reported to be doing well.